Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, wear abrasion. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The reason for reoperation was capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii". Device has been explanted.